Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58.8 mm diameter abdominal aortic aneurysm. Aortic neck was 31 mm long, proximal diameter is 24.4 mm and 10 mm lower it was 22.8 mm in diameter. The rcia access was 8.5 mm in and the left access was 8.7 mm in diameter. It was reported that the patient's aorta was severely calcified throughout and the access was challenging due to severe calcification of all the pelvic arteries with a progressively narrowing aorta with heavy calcification approximately 4 cm below the renal arteries. This aspect proved beneficial since two 20fr delivery systems would not advance to the proximal landing. The delivery system was downsized to a 25 mm bifurcated stent graft which on an 18fr delivery system was able to be position into place without difficulty. The bifurcated stent graft was intentionally placed low enough to allow for possible placement of a 28 mm cuff. The physician decided against it since multiple areas of pelvic artery repair were required on both sides with another manufacturer's closure device as well as dacron grafts sewn on each side. The left side is ipsilateral side. There was good proximal seal with successful exclusion of the aneurysm, therefore, a cuff was not required. It was also noted that the patient had adequate access on the right and the first delivery system was attempted to be inserted multiple times without success. The decision was made to exchange with a second bifurcated stent graft and during the attempt to insert this device the patient's blood pressure dropped. A reliant balloon was inserted and inflated in the distal thoracic aorta to control the bleeding. A 20 cc syringe was used to inflate this balloon; however, during implant of the bifurcated stent graft the balloon burst. It is unknown how much of the saline / contrast solution was used to inflate the balloon but it was less than 20 cc. It was reported that the balloon burst due to a sharp piece of calcium at the location where the balloon was inflated. The balloon was removed from the patient and it was confirmed that there were no pieces left in the patient. The balloon was discarded. At this time, the remainder of the stent grafts were implanted and another reliant balloon was used to balloon the stent grafts. The patient left the operating room in good condition. The patient was recovering well and was doing fine still in the hospital; however, 5 days post operatively, the patient suddenly went into afib and expired.

Manufacturer narrative:
Results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (severely calcified aorta, death due to afib). Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified aorta, death due to afib).